Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple device optimization attempts. The patient underwent revision procedure wherein a new spinal cord stimulator (scs) lead was added. The patient was doing well postoperatively.